Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "signs of lobulation, periprosthetic fluid, irregularity of the contents and disruption of the intra and extra prosthesis compatible with probable extracapsular rupture" and capsular contracture unknown baker grade. The device has been explanted.